Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was performed and verified the device weight was within specification. A microscopic analysis was performed which identified one sharp crease opening, stress marks, and wear abrasion. Based on the device analysis, the final assessment is one sharp crease opening on the radius side assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.